Event description:
A falsely elevated ctni result of 14.0 ng/ml was obtained on a sample from a patient. This specimen was repeated and a result of 8.05 ng/ml obtained. This specimen was centrifuged for 3 minutes. This original specimen was run on an alternate analyzer and a result of 0.00 ng/ml obtained. The specimen was then re-centrigued for 15 minutes and tested on the first analyzer. A result of result of 0.05 ng/ml was obtained. A redraw was tested on both instruments and the lab reported them as negative against a 0.6 ng/ml ami cutoff. The erroneous results were not reported to the physician. Patient treatment was not prescribed or altered as a result of the falsely elevated ctni results. There was no report of adverse health consequences to the patient. The change in result with additional centrifugation suggests sample integrity issues. Examination of instrument log files shows a possible instrument issue. The root cause is unable to be determined.

Manufacturer narrative:
The change in result with additional centriguation suggests sample integrity issues. Examination of instrument log files shows a possible instrument issue. The root cause is unable to determined.